Manufacturer narrative:
Investigation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found excessive eschar on the seal plates. The reported issue was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The product instructions for use contains recommendations for tissue sealing. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device did not seal during a procedure. There was an end tone heard but no regrasp alert. The reporter indicated the hand piece was not coagulating. There was no injury caused to the patient and no medical intervention was required. Once it was noticed that the seal was not being created, a new handpiece was opened immediately to complete the procedure.